Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that needle mechanism did not deploy, indicating a needle mechanism failure. However the pink slide was reported to have moved forward, which is contradictory to reporting the mechanism didn't deploy therefore the needle mechanism failure is unknown.

Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod ran 0 pulses and is in state 15, indicating pod was filled but never completed activation. It follows that the cannula assembly is in the appropriate state for this situation - undeployed.